Event description:
Information received indicated severe aortic insufficiency due to cusp prolapse of the implanted valve. The valve was replaced with no additional consequence reported for the patient.